Manufacturer narrative:
Due to character limitation in e1, event site details are as follow - full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during routine check that cardiosave intra-aortic balloon pump (iabp) had helium leak from high pressure connection following the change from refillable to disposable cylinders. There was no patient involvement.

Manufacturer narrative:
Due to character restriction in block e1 e1 additional reporter is (B)(6) updated field : b4 , g3 , g6 , h2 , h11 corrected field : e1 ( initial reporter )

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2,h6(investigation findings, type of investigation, investigation conclusions), h11, e1 (initial reporter). The fse correct repositioning of the cylinder housing and performed test. All functional and safety test were performed.